Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 355531, lot# n332881, implanted: (B)(6) 2012, product type: screening device. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that a door at the patient's work had a long bar and it slammed into the patient's back. Ever since that happened the patient's back had been hurting. They were not able to touch anything against their back. This onset of pain was sudden. The door slammed against their battery and lead pocket site. Ever since this issue the stimulator seemed to not work correctly. The patient saw a manufacturer representative and it was thought that the incident knocked a couple of the leads loose in their back. The patient was hurting and having muscles spasms all over their back in the spine area at the time of the report. Impedance tests were run on (B)(6) 2015 and showed that many of the electrodes on both leads were found to be out of normal limits with readings over 10,000 ohms. The patient was having intermittent stimulation and poor therapy coverage due to these issues. The device was reprogrammed to electrodes that had normal impedances and the patient seemed satisfied with the new programming. The issues were considered resolved at the time of the report. The patient was indicated for spinal pain.